Manufacturer narrative:
(B)(4). Date sent: 6/20/2024. D4: batch # 777c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the joint cover damaged and with a gst45b reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 777c51, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Pc-(B)(4) date sent: 5/1/2024 device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, c9d93z, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when they were using a gst45b during a lobectomy procedure the device would not activate when closed down on tissue with safety button released and trigger pulled. At that point the physician, took the battery out and flipped it over and the device fired without incident. Upon attempting a second firing the device seemed to make the firing sound then quickly followed by a haptic feedback buzz . The device was replaced and the surgery was completed without incident. The next day the surgeon reported upon inspecting the firing on the bronchus he observed several mangled and malformed staples. He estimated he had two valid staple lines instead of three. No patient consequence was reported.